Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that balloon inflation failed occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery extending to the mid left anterior descending artery. A 2.75x20mm promus element plus drug eluting stent was advanced and inflated after crossing the lesion but failed to inflate properly. The device was retrieved intact and when inflated outside the patient, the balloon inflated without any issue. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed stent detached from the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. The stent had detached from the catheter and was not returned for analysis. A visual and microscopic examination found that the balloon appeared to have been inflated and deflated. The distal outer and inner were kinked at two locations 76mm and 85mm from the tip. This type of damage could cause an obstruction of the inflation lumen. The balloon was connected to an encore inflation device and inflated to nominal pressure and deflated with no issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).